Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8703w, lot# j94150765, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
Information received from the consumer patient receiving unknown drug (unknown concentration/dose) via implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient had encountered some problems and they didn't know if it was the pump or catheter. The patient was on oral medications for a while and had a horrible response to oral medication and the medication was no longer being dispensed. The patient had been placed on oral medication in 2013 (including: dilaudid, all forms of norco, and assorted brands of pain medication). The patient had gone to see their healthcare provider (hcp) numerous times regarding the pump and went through horrible issues from the pump. The patient felt like the medicine was not coming through at different times and even when they started to reduce the medication the patient did not experience any withdrawal until after they turned it off. The issue of not feeling like the patient was getting any medication started earlier in 2013 but was not sure what month. The pump was turned off "completely" and had not been refilled since (B)(6) 2013. It was noted that the patient was no longer on oral pain medication. The patient reported that the pump started beeping/alarming. The patient did not remember when the alarm started but reported it had been a very long time. It had been beeping/alarming every hour on the hour for a long time. The patient did not see their pain hcp anymore because they no longer have their pump refilled. The patient wondered what was recommended since the pump and catheter were still in place. The patient has a primary care physician and planned to follow up with them. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's pump was still alarming just like before.